Event description:
Customer reported irregular flap was created during refractive surgery. Follow-up information from the laser technician indicated it appeared like the gas protruded making a button hole. The surgeon was able to lift the flap, smooth it out and complete the procedure. There was no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional information becomes available. (B)(4).